Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range high voltage lead impedance was observed via remote transmission. The device was reprogrammed. The lead was capped and replaced on (B)(6) 2020 due to lead fracture and insulation damage.

Event description:
New information received notes that the patient was stable.